Event description:
The reporter stated the surgeon inserted a 20.5 se/3.5 diopter toric silicone single piece lens and the lens tore. The incision was enlarged to remove the lens and another same model lens was implanted. One suture was required to close the incision. The reporter stated the lens damage was due to the injector. They felt the injector may have been re-sterilized by the facility too many times and the plunger was off-center. A new injector was used and the problem seems to be resolved.

Manufacturer narrative:
Device evaluation by manufacturer: (other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the cartridge was not returned for evaluation. Conclusions: (other): an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. The address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to and further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.